Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were attempting to bolus when the alarm occurred. Customer's blood glucose reading at the time of the call was 132 mg/dl. Nothing further was reported.